Event description:
It was reported during knee arthroplasty that the surgeon had difficulty extracting the tibial trial with the appropriate handle. The trial was then removed utilizing another device and upon inspection, the trial was identified to be cracked at the extractor hole. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. Visual evaluation of the returned trial identified signs of repeated use (dinged, nicked, scratched) and the opening of the extraction hole was confirmed to be deformed with a crack extending from the extraction hole to one of the anterior notches. Dimensional analysis determined that the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.